Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard yel 24ga x .75in leaked. The following information was provided by the initial reporter: a minor is in the room, they are passing intravenous fluids with medication, fluid leakage is observed through the walls of the venous access, he is transferred to the procedure room to verify if the connector is loose, permeable venous access continues to exit through walls, the catheter is removed and it is observed that the input is broken. Additional information: it is likely that when channeling the staff goes beyond the venom and broke the catheter while channeling. Additional information sent by the client: there was a need for double puncture of the patient, there was no need for medical intervention, or exposure to blood or chemotherapy to the mucosa or skin. There are no photos or samples.